Event description:
Reporting status: serious injury/medical intervention. Reporting rational: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in late 2008 to treat lesions in the rca, distal, mid and proximal. In 2009, the pt presented with shoulder and scapular pain and was hospitalized. A diagnostic angiography was performed, which revealed that the mid rca stents had thrombosed. Pci was performed on the target vessel. A non st elevation mi/non q-wave mi was reported to have occurred. No additional event or pt information is available.